Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
Philips received a report from a hospital concerning a 3rd degree burn on the left hand. The patient was scanned for a pelvic examination with the use of the anterior coil together with multiple monitoring devices.

Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system or coil used that contributed to the injury. Although it is stated that no objects were close to the affected area, contact between part of the peripherals to monitor the patient and the fingers is the most likely cause for the burns. The movement of the table may have altered the positioning and led to a loop. A contributing factor was that the patient was anesthetized.